Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported right side "rupture" of a saline implant. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on radius side assessed as fold flaw opening. Additional observations: crease fold is observed. Wear abrasion is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d.6.b, d9, h3, h6.

Event description:
The device has been explanted and replaced.